Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male pt, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.